Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon clipped the artery and the device would not release. The surgeon had to tear the artery to remove the device. It is unknown if there were any patient consequences. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Orange indicator over traveled,anti-backup failure. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. No opening issues were noted during testing. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were exhibiting pacing impedance measurements of greater than 2000 ohms, and oversensed noise on the rv rate/sense channel. No adverse patient effects were reported as a result of these observations.